Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door had jammed. A field service engineer (fse) investigated and repaired one latch and replaced another latch to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was jammed. While attempting to remove a drug, the user was able to open the door and remove the medication; however, they were unable to place it back inside. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.